Event description:
Customer attempted to test on his compact plus meter, but was unable to obtain a result due to an error message. Customer was using expired strips at the time of the attempt. Later that day, the customer passed out and his wife attempted to test him, but also obtained the error message. Customer was unconscious for approximately 30-45 minutes prior to arriving at the hospital. No delay in treatment reported. Wife drove him to the hospital, where he was tested at "around 180 mg/dl or something" on the hospital meter. Customer was treated with 2 units of insulin. Customer was admitted to the hospital for high blood sugar and congestive heart failure. Customer stayed for 3 days and was released. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.